Event description:
It was learned that a patient who underwent mitral valve replacement (mvr) with a 29mm 11400m, developed aortic regurgitation requiring an aortic valve replacement (avr) with inspiris valve on pod#10. Per surgeon, there was perforation on the non-coronary cusp of the native aortic valve that was detected due to possible technical error during mvr. There was no allegation of device malfunction and the device did not contribute the perforation. The patient concomitantly underwent tv repair with a 6200t28mm, without allegation of device malfunction. The patient status was reported as under treatment. Echo image or operative report was not provided by the customer. The patient originally had aortic regurgitation however, avr was not planned then. The level of ar before mvr was unknown. The tricuspid ring and mitris valve remained implanted.

Manufacturer narrative:
H11: additional manufacturer narrative: correction: information was reviewed, this event is to remain reportable and this correction is being submitted. The most likely cause is procedural factors, including a perforation on the non-coronary cusp of the native aortic valve caused by surgeon interference during mvr. An edwards defect has not been confirmed

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned that a patient who underwent mitral valve replacement (mvr) with a 29mm 11400m, had aortic regurgitation detected during the procedure. An aortic valve replacement (avr) with inspiris valve was performed on pod 10. The patient status was reported as under treatment. Per the comment from the surgeon, perforation on the non-coronary cusp of the native aortic valve was detected, and it is possible that it was interfered by the surgeon during mvr, without allegation of device malfunction. The device did not contribute the perforation, only possible interference by the surgeon during mvr. Echo image or operative report was not provided by the customer. The patient originally had aortic regurgitation however, avr was not planned then. The level of ar before mvr was unknown. The patient concomitantly underwent tv repair with a 6200t28mm, without allegation of device malfunction. The tricuspid ring and mitris valve remained implanted.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.